Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 07 october 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the clip delivery system (cds), while inserting the clip introducer over the clip, one of the clip arms was caught on the introducer. The clip was unlocked and the clip was opened. The introducer was then caught on the grippers. The introducer was then pulled back and the process was performed again. The introducer was caught on the clip arms again. Therefore, the clip was not used and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for reported difficulty inserting clip introducer (ci) over the clip and clip introducer retraction problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During the preparation of the clip delivery system (cds), while inserting the clip introducer over the clip, one of the clip arms was caught on the introducer. The clip was unlocked and the clip was opened. The introducer was then caught on the grippers. The introducer was then pulled back and the process was performed again. The introducer was caught on the clip arms again. Therefore, the clip was not used and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure.